Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The faradrive sheath was leak tested and passed. Removal of the handle cap to inspect the internal components did not find any abnormalities or defects to support the allegation.

Event description:
It was reported that during a procedure, the faradrive steerable sheath clear was placed in the left atrium, attempts were made to aspirate air, and an excessive amount of air was noted. The sheath was deflected to make sure the sheath was not against the tissue wall, but the issue remained. During this time, the transeptal position was lost, and transeptal was reattempted. The sheath was replaced with a new one, and the issue was resolved. Additionally, it was further reported that there were no abnormalities during preparation. The only other product inside the sheath at the time of the event was the wire used during transeptal and a pressure bag was attached to the sheath. The bubbles were noticed during aspiration inside the port and syringe and there was no air noted in the patient. The procedure was completed successfully and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the faradrive steerable sheath clear was placed in the left atrium, attempts were made to aspirate air, and an excessive amount of air was noted. The sheath was deflected to make sure the sheath was not against the tissue wall, but the issue remained. During this time, the transeptal position was lost, and transeptal was reattempted. The sheath was replaced with a new one, and the issue was resolved. Additionally, it was further reported that there were no abnormalities during preparation. The only other product inside the sheath at the time of the event was the wire used during transeptal and a pressure bag was attached to the sheath. The bubbles were noticed during aspiration inside the port and syringe and there was no air noted in the patient. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis.